Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with infusions set cannula was bent. The issue was occurred on 11 apr 2024. The patient also experienced high blood glucose level of 411 mg/dl and managed by correction bolus via pump after changing supplies. The insertion site was abdomen and used for five hours. The issue was occurred within 3 or more hours after insertion. The patient replaced infusion set and resume insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.